Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that insulin pump was due to inaccurate readings. It was reported that the sensors that have been around 50 points below the customer's actual blood sugar. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident when threshold suspend was triggered. The sensor will not be return for analysis.